Event description:
It was reported that after the revision procedure (MFR no. 3006630150-2024-03944), the patients implantable pulse generator (ipg) migrated resulting in difficulty charging. The patient underwent a pocket revision procedure. The patient was doing well postoperatively. The device remains implanted in the patient and in use.